Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. The analysis interrogation report indicated the pump was used to deliver baclofen (2000.0mcg/ml, 449.5mcg/day) and bupivacaine (20.0mg/ml, 4.495mg/day). Infusion history was gathered and a time line of events was established. Per the report source, no volume discrepancies occurred before (B)(4)2013. The infusion history showed a possible drug added/changed on (B)(4) 2013. The information reasonably suggests the volume discrepancies occurred after the event on the date in question.

Event description:
A volume discrepancy was reported; suspected volume issues at refill. The healthcare provider decided to replace the pump. The cause of the volume discrepancies was unknown. At the replacement the remaining pump volume was expected 29.4ml and actual 30ml. No patient symptoms reported. The patient status at the time of the report was indicated as alive, no injury. On (B)(6) 2015 it was reported that per the healthcare provider¿s nurse the patient was doing very well after the replacement. Per the hcp the cause of the discrepancy was probably ¿pump issue¿. On (B)(6) 2015 the expected volume was 3.9ml and actual volume was 7.5ml, on (B)(6) 2014 the expected volume was 3.9ml and actual volume 4.5ml, on (B)(6) 2014 expected volume was 3.6ml and actual volume 5.0ml and on 11/13/2013 the expected volume was 4.0ml and actual volume was 4.2ml. The pump was used to deliver baclofen and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.